Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient was on impella cp support. While on support, impella cp primed and backloaded and delivered over the abiomed 0.018 wire. However, while the doctor was attempting to advance impella he had difficulty advancing impella catheter with kinks noted to 0.018 wire under fluoro. The doctor stated that the ascending aorta appeared tortuous and he felt that contributed to the kink. The abiomed wire was removed and the impella cp removed. After regaining left ventricle (lv) access with a v18 wire the impella cp was backloaded and delivered over the v18 0.018 wire into proper position. Impella waveforms and impella flow were within normal limits but the purge flow was <3 and purge pressure >1000. No kinks noted to purge tubing. Purge tubing and cassette completely replaced. Purge flow and pressures did not improve. The decision was made to replace the impella cp with a new one. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. Clinical details state that 10 minutes into device use, a purge pressure high alarm appeared. Troubleshooting commenced with an inspection for kinking and replacing the purge cassette which did not resolved the alarm. The device was explanted two hours after implanted. The data logs confirmed the high purge pressure alarms after a gradual trend in purge pressure immediately after pump activation with no motor current spikes.the device was returned. Visual investigation showed dextrose build up at the purge gap. The alarms seen in the field were not able to be recreated in the lab when the pump was soaked and run at p-9 for 10 minutes. The cause of the high purge pressure was most likely biomaterial buildup since a gradual trend in purge pressure was observed immediately after the pump was activated. No motor current spikes. D.4 revised unique identifier (UDI) # as it was previously entered incorrectly on the initial manufacturer device report number (B)(4).